Event description:
It was reported that the patient had extra-cardiac stimulation. During revision, an insulation abrasion was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The analysis confirmed the reported event of an insulation abrasion. Upon visual inspection, an external insulation abrasion was found exposing the outer coil, consistent with friction with another device or feature of the heart.